Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-jun-2018 with the following findings: a review of the black box showed no evidence of a short battery life. A call service 177 warning was recorded due to normal battery wear. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The returned battery cap was undamaged and able to fit. The ez-prime steps were performed correctly and all currents read within specifications. The alleged short battery life complaint was unable to be duplicated. The pump cover was removed to find no intermittent conditions to the power printed circuit board.